Event description:
It was reported the pump and catheter were replaced on (B)(6) 2014. It was noted there was a catheter issue and it was not clear if the sutureless pump connector was the issue. The cause of the issue was undetermined and there was no alleged product issue with the pump. It was noted the patient was experiencing withdrawal symptoms. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's exact withdrawal symptoms included an increase in spasticity. The cause of the catheter issue was undetermined. The diagnostic methods included pump interrogation. At the time of report, the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found catheter incomplete and returned in segments with acceptable testing.